Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly unable to pass through and it was contaminated with foreign object. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo and three videos were reviewed. The first provided photo shows the distal end of an introducer sheath with a loaded pusher wire. The distal end of sheath appears to be deformed, with a portion of the sheath either missing or compressed. A small unknown material is seen being held separately from the sheath. The material appears to possibly be a portion of the introducer sheath, but it cannot be determined. The first video shows an introducer and what appears to be the snare hook of the filter. No clear determinations can be made. The second video shows the filter being pushed out of the end of what appears to be a cut introducer sheath and expanding as it exits. Blood and an unknown material can be seen exiting out of the introducer sheath as well. The material appears to possibly be a portion of the introducer sheath, but the exact source of the material cannot be confirmed. The last video shows the distal end of an introducer sheath with a loaded pusher wire. The distal end of sheath appears to be deformed, with a portion of the sheath either missing or compressed. A small unknown material is seen being held separately from the sheath being rotated. The material appears rigid, and to possibly be a portion of the introducer sheath. The exact source of the unknown material cannot be determined based on the video. Therefore, the investigation is confirmed for the reported failure to advance as the provided photos and videos showed the filter remains in the sheath. The investigation is also confirmed for the reported contamination as an unknown material can be seen exiting from the sheath in the videos. Advancement issue likely caused sheath damage, leading to suspected contamination. However, a definitive root cause for the reported failure to advance and device contamination could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali femoral system. During the procedure, the filter allegedly unable to pass through and it was contaminated with foreign object. There was no reported patient injury.